Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture management showed high output in the rv (right ventricular) chamber. Last good pacing threshold search on (B)(6) 2015. On (B)(6) 2015 printout shows output programmed to 5v at 1ms, capture management reprogrammed off. No additional threshold weekly trend data entered that shows high output due to capture management off. (B)(4).

Event description:
It was reported that the patient had several hours of pectoralis stimulation due to their implantable pulse generator (ipg) automatically adjusting to a high output. Right ventricular (rv) capture management trending does not show any measurement that explains auto-adjusting to a high stimulation output. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.